Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 156 (mg/dl). Reportedly, the customer would use manual injections as alternate insulin therapy.